Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
It was stated that during maintenance/service "error 8 and 5" on the scp occurred. (B)(4).

Manufacturer narrative:
Aug 1, 2016: the dpm has been requested for further investigation in manufacturer`s laboratory (life cycle engineering). The life cycle engineering investigated as follows: the dpm module (sn (B)(4)) showed no signs of damage. After installing the module it showed an error "ER 05" on the scp. The error "er08" was not displayed. Further investigation showed that the fuse (f3) was blown. After replacing and soldering the fuse (f3) on the pcb (circuit board) the error 05 was gone. The following tests were performed after replacing the fuse "f3": test 1: turn the hl20 on/off 5 times method: the complaint dpm is installed in the hl20 test system. Result: the hl20 turned on and off without any errors. Comments: after replacing the fuse of the dpm, no errors are shown. Test 2: test if the scp displays pressure changes in channel 1 and 2. Method: press the tube attached to the pressure sensor of the complaint dpm. Result: the pressure changes accordingly and the pressure values are displayed on the scp. Test 3: long run test. Method: run the hl20 test system with the complaint dpm for two hours. Result: no errors seen during two hours. Result: the fuse (f3) was blown. The root cause for the blown fuse could not be found out. Thus the failure could be confirmed. According to service order dated on 2016-07-29 the dual pressure module (70105.3595/ sn: (B)(4)) has been replaced. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).